Manufacturer narrative:
The affected set is not yet returned to the distributor.

Event description:
A distributor reported a leaking issue of an administration set to zyno medical on (B)(6) 2018. The distributor received an email on 12/05/2018, who stated that "an a2-80071-df IV set was leaking while the roller clamp was closed". The customer also stated that she did not believe that there was any patient involvement. Date of incident is unknown. Device operator is unknown. The contract supplier of the affected device is becton dickinson.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2018-00069).

Manufacturer narrative:
The reported leaking issue could not be confirmed. On 04/12/2019, zyno medical received an email from the distributor: "the customer has contacted me to say that she has closed her complaint on that set because the customer had not sent in the set and the customer was unresponsive to further requests for the set."